Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. \ updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was turned on and off, printed circuit board malfunction, liquid crystal display panel malfunction a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the power turning off and the image turning on and off was a malfunction of the printed circuit board and a malfunction of the liquid crystal display panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the power of monitor turned off during inspection for use. There were no reports of patient involvement.